Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d mammography system, the gantry switches moved the system from the 0-degree position to approximately 45-degrees. The user site reported that one side of the switches was not functioning properly. The user site reported that the event occurred prior to a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and determined that the gantry switch assemblies required replacement. The fse replaced the left and right switch assemblies in accordance with manufacturer procedures. Following replacement, system performance testing was conducted by the fse and the device was verified to be operating according to manufacturer specifications. No further information is currently available.